Manufacturer narrative:
Zoll medical corporation has not rec'd the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt in cardiac arrest, the device's display went blank. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.